Event description:
Reportable based on device analysis completed on 20 nov 2018. It was reported that crossing difficulties were encountered. A 3.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the target lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 106.3cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.